Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on approximately on (B)(6) 2025, the patient experienced loss of consciousness and collapsed. The patient¿s friend gave the patient sugar and called for an ambulance, which brought the patient to the hospital. When a fingerstick was taken by the paramedics the cgm reading was 8.4 mmol/l, and the blood glucose reading was 1.9 mmol/l. The patient did not remember any further treatment that was given at the hospital. The patient spent less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.